Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 96t ce-ivd assay performed within specifications. A review of the dataset and quality control data confirmed that all control values were within the expected ranges, and no systematic issues were identified. The cycle threshold (CT) values observed during testing were indicative of a low titer sample near or below the assay's limit of detection (lod), which may result in variable results. The root cause of the reported event was attributed to the sample's low viral load relative to the assay's lod. The results were not released, and the blood donation was not used.

Event description:
The initial reporter alleged a false non-reactive hiv result during individual donor testing (idt) of a donor sample using the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 instrument. The customer indicated that the sample initially generated an hiv reactive result in a pooled sample (pp6) on (B)(6) 2022 with a cycle threshold (CT) value of 38.1. Resolution testing was performed on (B)(6) 2022, where all six individual samples from the pool were non-reactive for hiv. Serology testing was subsequently performed on the cobas 8000 system, where a sample from the original pp6 pool generated an hiv reactive result. The sample was retested using the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 instrument, generating a reactive hiv result with a CT value of 36.2. The customer used the same edta tubes for all tests, and the tubes were processed upon receipt. The results were not released, and the blood donation was not used.